Event description:
Malfunction: fitting problem. The surgeon reported difficulty (tight fitting) inserting the infusion cannula into the trocar cannula. Additional info received: the surgeon reports that the procedure was completed with the initial trocar cannula and the pt was not impacted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)